Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the customer felt the bronchoscope did not allow safe and effective passage of biopsy needle tools through the working channel. Additionally, the angle in which the working channel and the ultrasound transducer is positioned prevented a needle from passing easily through the scope. The customer reported this had occurred on multiple occasions and different patients and resulted in fragments of the needle sheath being sheared off and falling into the airway. It also damaged needles and bronchoscopes. It was additionally reported that this issue primarily occurs with vizishot 2 needles. However, it can occur with vizishot 1 but not as frequent. There was no further information obtained on the number of patients and outcome.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6) (manufacturer report number 3002808148-2024-10830 and importer report 2429304-2024-0000455), and (B)(6) (manufacturer report number 3002808148-2024-10833 and importer report 2429304-2024-0000456).